Event description:
Nurse was setting up infusion of dexmedetomidine. Tubing was loaded tubing into the alaris lvp channel, and channel door shut, and roller clamp opened. Nurse looked away from the pump to computer in order to verify patient weight for programming the alaris pump. The patient monitor (philips mx750) alarmed for sinus bradycardia 50bpm. Nurse looked at infusion pump and saw medication dripping rapidly in chamber. Nurse closed roller clamp and called for assistance. Nurse removed infusion tubing from patient, and tested tubing by opening roller clamp. With tubing still in the alaris lvp channel with the door closed, fluid was seen flowing. The pump screen was showing the rate 0.4 mcg/kg/hr but nurse had not put in volume yet so the dexmedetomidine infusion was not started. Heart rate did return to 70 bpm following removal of the dexmedetomidine. Neurosurgery was notified, came to bedside, and orders were received. Nurse drew up remaining precedex from bottle and calculated that pt received less than 10ml of precedex. Alaris lvp channel was removed from service.